Manufacturer narrative:
The adaptive clean brush head is an accessory to the sonicare toothbrush. The serial number of the brush head was not provided. Report source: complaint received from (B)(6). Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that bristles from the adaptive clean brush head were loosening. No injury reported. No medical attention was sought.